Event description:
Olympus medical systems corp (omsc) was informed that during laparoscopic cholecystectomy, when the physician did the ultrasonic incision of the organization, the ptft pad of the subject device was caused abrasion and the white matter (part of the ptft pad) fell off into the patient's liver flanking on the device. The physician washed and aspirated the white matter (part of the ptft pad) on the patient's liver. The procedure was completed with another device. There was no report of patient injury regarding this event.

Manufacturer narrative:
The subject device in this report is under evaluation but it has not yet been completed by olympus medical systems corp (omsc). This report will be supplemented if device evaluation becomes available at a later time.